Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Device interrogation revealed the implanted cardioverter defibrillator exhibited loss of ventricular capture due to competitive atrial pacing during atrial fibrillation suppression episode. Programming changes were discussed and performed successfully. Patient will continue to be monitored at regular intervals.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.